Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the helix was screwed out of the lead and could not be turned back during an implant procedure. The lead was exchanged with another new lead to complete the procedure. There were no adverse consequences to the patient.